Event description:
It was initially reported that the patient had been having an increase in seizures for the past two years. It is unknown at this time if they were above or below pre-vns baseline or if they are related to vns. The patient had a hospital admission for medication adjustment in (B)(6) 2012 and her generator was functioning correctly at that time. The patient had a number of medication adjustments since she began having the increase in seizures and the medication caused her side effects. Due to the medication side effects she would often not take or hold off on taking her medications so that she could run errands, which would result in more seizures. Good faith attempts for more information have been unsuccessful to date.